Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 1 in 3 infusion sets fall off in the summer time. Customer stated that he perspires a lot and his blood glucose was 500 mg/dl at the time of the incident. Customer treated with a manual injection. Customer was sent tape kits and infusion sets. Customer stated that he was unclear as to when this problem actually started.